Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). E1. Initial reporter phone: (B)(6).

Event description:
It was reported that device entrapment occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified coronary artery. A 2.00mm x 8mm emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon became entrapped on the non-boston scientific (bsc) guidewire and could not be withdrawn. Both the balloon and the non-bsc guidewire were subsequently removed together. The procedure was then completed using another of same device. There were no patient complications reported, and the patient was stable following the procedure.